Event description:
Customer reported via phone call to have moisture under display screen due to dropping insulin pump into toilet. Customer's blood glucose was 120 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with no moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump has cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.